Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the operating room for implant procedure. During procedure, dislodgement was observed on the right atrial lead. No electrical anomalies were noted. Following multiple lead repositioning attempts, failure to retract the helix was observed due to tissue build-up at the distal tip. The lead was not implanted. Another lead was implanted. The patient¿s condition was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.